Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the bed is fully lowered and will not raise, when they try to manually raise the bed, it will immediately run back down. No pt impact.